Event description:
It was reported that a patient using the ilet for approximately three weeks experienced fluctuating glucose with nocturnal hypoglycemia, including a low of 60 mg/dl, and received low and urgent low alerts; the patient ingested two glucose tablets and orange juice and an rct training was scheduled to review algorithm adjustment. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates without medical intervention, assistance, or hospitalization. Investigation included troubleshooting and user education by support personnel. Investigation of this case revealed that the cause of the hypoglycemia remained unclear with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.